Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient reported that from the beginning of 2016 she gradually had a drop in hearing performance. Lately she was receiving no benefit from the device. No accident or trauma has been reported. Re-implantation is being considered.

Manufacturer narrative:
Conclusion: device investigation revealed damage to the conductive link as might be caused by minute device mobility. The problems described in the patient report appear to match this damage. Other damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
The patient reported that from the beginning of 2016 she gradually had a drop in hearing performance. Lately she was receiving no benefit from the device. No accident or trauma has been reported. Re-implantation is being considered. The patient has been re-implanted. It was stated in the device explantation report that the conductive link was observed damaged before explantation and that it was severed twice during device removal.